Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor would not completely boot up. The user rebooted the monitor and it began to function as expected. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.